Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. The customer experienced an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer delivered a correction bolus to treat the bg. The customer loaded a new cartridge to clear the alarm and resumed insulin therapy.